Manufacturer narrative:
(B)(4). The customer returned one 4-lumen catheter for evaluation. Biological material was observed within all extension lines and catheter. The catheter was returned with a box clamp and sutures. The catheter was visually inspected, and it was observed that proximal extension line had a small cut halfway down the body. The observed defect is consistent with that of damage due to contact with sharps (scissors, needle, etc.) No other defects were observed. The returned proximal lumen contained a small cut 80 mm from the proximal luer hub. The returned catheter was functionally tested by occluding the distal end of the catheter and flushing all extension lines using a lab inventory syringe. When the proximal line was pressurized, water leaked from the small cut. No leaks or blockages were observed in the other lines. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not use scissors to remove dressing to reduce risk of cutting catheter." The customer report of a line leak was confirmed by complaint investigation. The proximal extension line contained one small slit. The slit was consistent with being slightly cut by a sharp object. A device history was performed based on sales history with no relevant findings. Based on the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that after cvc placement the proximal lumen was leaking.the cvc was removed and replaced without incident.

Manufacturer narrative:
(B)(4). Potential lot numbers: 71f17g0590, 71f17k2020, 71f17m1610, 71f18c2441, 71f18d1829, 71f18f0689.

Event description:
The customer reports that after cvc placement the proximal lumen was leaking.the cvc was removed and replaced without incident.